Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, and a defective dso sensor. Visual inspection verified the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a problem with the sensors. There was unknown patient involvement.